Event description:
Caller reports she tested 4.3 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.